Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('potential portion of uterus with an embedded silver coil') and hydrosalpinx ('right fallopian tube with hydrosalpinx') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, fibrosis, paratubal cyst and ovarian cyst. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic female pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy, bilateral cornual wedge resection, removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hydrosalpinx and pelvic pain outcome was unknown. The reporter considered embedded device, hydrosalpinx and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: the fallopian tube segments are sectioned revealing a 0.2 cm to 0.4 cm lumen. Silver coils are identified within each segment of fallopian tube. Additionally, received in the same container is a 1.0 x 0.9 x 0.6 cm potential portion of uterus with an embedded silver coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient medical history added. Event: medical device removal updated to event: embedded device. New event added- chronic female pelvic pain, hydrosalpinx.. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.